Manufacturer narrative:
(B)(4). Date sent: 03/15/2022 d4: batch # u5c19d device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was loaded with staples, reset, the new washer was placed on the anvil and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 01/10/2022 additional information received: having spoken to the surgeon a few days following the procedure. He assured me that the patient was recovering and that there was no anastomotic leak suspected following his oversewing intervention.

Manufacturer narrative:
(B)(4), date sent: 02/03/2022

Event description:
It was reported that during a lower anterior bowel resection, the circular stapler was operated and fired according to IFU and under supervision of the account sales representative. On inspection the device created 2 satisfactory and complete tissue rings. However, the anastomosis did not pass the leak test. On closer inspection the surgeon reported that about 20-25% of the anastomosis had come apart albeit the tissue lips having staples which appeared to be formed. The surgeon proceeded to repair and reinforce the affected part on the anastomosis with sutures. After repair the anastomosis passed the leak test, and the procedure was completed. The surgery was delayed by 30-minutes and completed successfully.

Manufacturer narrative:
(B)(4). Date of event: only event day and year known, assumed month that the complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.